Manufacturer narrative:
It was reported to stryker that an ambulance was involved in an accident. The stryker product did not cause the alleged traffic accident event or subsequent injury.

Event description:
It was reported that an ambulance was involved in a serious accident. The crew and patient were injured however, all are out of the hospital at this time. It was reported that the cot broke away from its mounting during the accident. The patient remained secured to the cot during this event.

Event description:
It was reported that an ambulance was involved in a serious accident. The crew and patient were injured however, all are out of the hospital at this time. It was reported that the cot broke away from its mounting during the accident. The patient remained secured to the cot during this event.